Manufacturer narrative:
Continuation of medical devices: product ID 3037, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4). Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient started having urgency and kidney infection symptoms on saturday morning and had a bad accident the morning of the call. The patient had previously increased stimulation on program 4, but did not notice any improvement in their symptoms. The patient then changed to program 3 and while on program 3 was set to a lower setting than on program 4. The caller then indicated that while curling their hair she felt like she got electrocuted from her vagina to her rectum. When the issue occurred the patient indicated that she could barely stand and that the curling iron hit their neck and burned it and the patient indicated that it was "really jolting." The patient took a urine test which did not show an infection. During the call the ins was confirmed to be on, but the patient indicated that the patient programmer (pp) was "like in a frozen state" and then reported seeing the low battery message, but was able to bypass the message and get to the therapy screen. The patient increased stimulation and was advised to follow-up with their healthcare provider (hcp) to have the device checked. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.